Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an explant procedure for normal eri, the right atrial (ra) lead was unable to be removed from the header if the device. The ra lead was cut and the device was explanted to resolve the event. The patient was stable following the procedure.